Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during the maintenance of the device at the user facility, the technician was shocked. There was no patient involvement with the device. The tech's condition is unknown at this time.